Event description:
It was reported that since (B)(6) 2014 the patient¿s limb trembling got worse. The patient¿s son wanted the patient to be reprogrammed. When the patient went to the hospital for reprogramming, the implantable neurostimulator (ins) was found to have been turned off by accident. The patient¿s healthcare professional (hcp) turned on the ins and adjusted the parameters and dosing conditions. No abnormalities were found with the ins after the device was turned on and it was suspected the turn-off problem was caused by magnetic interference. The patient was reprogrammed and the symptoms of limb trembling were helped. The patient was doing okay and they were receiving effective therapy.

Manufacturer narrative:
(B)(4).